Event description:
It was reported that pump screen was dark and would not turn on, and caller experienced extreme difficulty pressing button, often needing multiple presses to turn pump screen on. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions to press button correctly, planned to use multiple daily injections as backup therapy, and was provided replacement pump under warranty, with instructions to place old pump in storage mode, transfer pump settings, reconnect continuous glucose monitor, and return problematic pump using prepaid label, which customer understood and acknowledged.